Manufacturer narrative:
The device was returned to an olympus service branch and evaluation results is still pending. The exact cause of the reported event cannot be conclusively determine at this time. A supplemental report will follow once the evaluation of the device is completed.

Event description:
The user facility reported that during a video-assisted thorascopic surgery (vats) using a double lumen 37 fr. Endotracheal tube (ett), a black "c" shaped piece of plastic was noted inside of the patient's lung (right mainstem bronchus distal to the carina). The black plastic piece was alleged to be a portion of the bending section. The black plastic piece was retrieved from the patient using a 8 fr. Ett, a diagnostic scope, and biopsy forceps. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the returned device was performed and found approximately 50 percent of the bending section cover glue missing from the distal end side. The missing glue was not returned for evaluation. There were buckles and dents noted on the insertion tube. Additionally, the biopsy channel was inspected with an olympus boroscope and there were no signs of missing parts, foreign materials or objects noted inside the channel. The scope passed the cosmo leak test (+5). The cause of the missing bending section cover glue could not be determined as there was no evidence of chemical damage or mishandling that would attribute to the glue breaking off. The buckles and dents on the insertion tube is due to excessive force and stress caused by mishandling. The instruction manual provides several warning to prevent this type of reported event ¿inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged. Do not bend, hit or twist the insertion section, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. "